Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to stay close. A field service engineer (fse) verified the storage space configurations and confirmed the drawer malfunction. The fse removed the back panel, inspected the latch inseparable for the main drawer 6, then powered down the station. The back drawer panel was removed, the faulty latch inseparable was replaced with a new one, and the drawer was reassembled. The bus cable was reconnected, the station was powered up, and the customer logged in to recover the storage space. Preventive maintenance was also performed, including reseating all connections and removing a loose item, which was returned to the customer. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to stay closed. The customer rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.